Manufacturer narrative:
Investigation pending.

Event description:
Caller reported two false negative results when laboratory was assessing two blind accreditation samples. Accreditation organization indicated the two samples tested were spiked concentrations of 50mlu and 70mlu hcg. Quantitative test on samples showed concentrations to be 30mlu and 50mlu. Customer images do show very faint line present and would be assessed as positive though faint line is very subjective. Customer informed that, as per package insert, for very low concentrations of hcg, faint lines may develop after extended period of time and as such the 5 minute read time with more developed lines valid and shows positive result.